Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105. The eval confirmed but did not reproduce the sys error. The reported sys was observed during power up and was caused by a failed motor flex. The failed motor assembly was replaced

Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported that there was no pt injury.